Manufacturer narrative:
Date received by manufacturer - 15jun2015.

Event description:
A report was received that the patient was unable to charge the ipg after a non-device related surgery wherein electrocautery was used. The ipg was in hibernation. It was also noted that the patient could not turn the stimulation on and would not couple with the remote control. The patient will undergo an ipg replacement procedure. No device malfunction suspected. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician&#38112;implant manual 9055940-001).

Event description:
A report was received that the patient was unable to charge the ipg after a non-device related surgery wherein electrocautery was used. The ipg was in hibernation. It was also noted that the patient could not turn the stimulation on and would not couple with the remote control. The patient will undergo an ipg replacement procedure. No device malfunction suspected. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was unable to charge the ipg after a non-device related surgery wherein electrocautery was used. The ipg was in hibernation. It was also noted that the patient could not turn the stimulation on and would not couple with the remote control. The patient will undergo an ipg replacement procedure. No device malfunction suspected. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).